Event description:
Ous MDR - after an estimated implantation time of about 59 months, it was reported that the ICD could no longer be interrogated. Twiddler syndrome was also reported. It is suspected that an inappropriate shock delivery related to this and caused by a short-circuit of the shock lead with the ICD led to damage to the ICD. It was also reported that the patient has died. We currently have no information as to the cause of death of the patient.

Manufacturer narrative:
The analysis of the ICD showed damage to the final shock stage due to a shock delivery into an external low-ohmic shock path. Detected sparkover traces at the ICD housing indicate a damaged lead insulation, as could be confirmed during the lead analysis. The damage to the final shock stage led to a complete discharge of the battery. This resulted in an inability to interrogate the ICD and to the irreversible loss of the device memory data. This is not a device malfunction. There were no indications of material defects or manufacturing errors wither for the lead or for the ICD.